Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found followings; the insulation of distal end was too low. Two light guide lenses were damaged. The adhesive of the bending section rubber was damaged. The insertion tube was broken, and roughened and damaged. The label of the control section is missing. The bending angle did not meet specification. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel, the air/water channel and the distal end of the subject device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021] suction channel: klebsiella oxytoca and enterococcus casseliflavus (30 cfu). Auxiliary water channel: micrococcus species (<1 cfu). [Second time; (B)(6) 2021] suction channel: enterococcus casseliflavus (20 cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, advantage pass-thru (cantel), using glutaraldehyde. There was no report of infection associated with this report.